Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The ventilator was replaced.

Event description:
The hospital reported that, during a case, mechanical ventilation was not functional. The clinician reportedly swapped out the anesthesia machine. There was no reported patient injury.